Event description:
It was reported that the device was over temp. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device had a damaged enclosure, front cover, plate clip, and line cord. During functional testing, the reported problem was duplicated. Filled tank with water, attached temp check, plugged in line cord, and turned on power switch. Let heat up and over temperature alarmed. The root cause of the reported issue was found to be over temperature had to be reset on printed circuit board. Printed circuit board needed to be replaced. After the repairs were complete it was then calibrated. A corrective and preventative action has been opened to address the reported issue.